Manufacturer narrative:
The affected bloodline was discareded by the clinic and therefore, was not available for examination. We are unable to precisely determine the cause of this complaint without examination of the affected product. However, on feb. 28, 1997, the MFR received two (2) defective samples from another complaint for a similar complaint. Examination of the line sets revealed on uneven weld of the retainers on the back of the cartridge. Safety analysis: the hazard to patient safety due to blood loss is directly related to the volume of the blood lost and the patient's clinical status. The blood loss indicated in this complaint would pose minimal risk to patient safety. Follow-up action: the MFR implemented corrective action in the form of two set up changes to the ultrasonic welding equipment, beginning with lot number 71551n(eco #nn1445). 1. The shape of the ultrasonic welding horn was changed to enable outside centering of the retainer and elimination of the center pin. 2. Reduced triger and weld force; increased weld time to allow more time for melt flow to improve bonding.

Event description:
An external blood leak occurred during a dialysis treatment. There was no pt injury or medical treatment.